Event description:
"Atrial bipolar lead impedance warning. Noted the atrial bipolar lead impedance trends appear to show possible insulation issue. Discussed testing atrial lead and discussed impact over or undersensing can have on pr logic. Caller noted they would follow up with the physician. Atrial bipolar lead impedance warning on (B)(6) 2022." This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).